Manufacturer narrative:
The customer's meter was received for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr, donor hct: 49% and 47%. Testing results: donor 1: master lot / master lot strip and customer meter, 2.6 inr/ 2.7 inr. Donor 2: master lot / master lot strip and customer meter 2.4 inr/ 2.4 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter stated they received questionable results from coaguchek xs serial number (B)(4). The initial result was 1.6 inr and the repeat test one hour later on the same meter was 2.1 inr. Both results were reported to the customer's independent diagnostic testing facility (idtf). There was no allegation of an adverse event. The customer had no anemia, heparin, antiphospholipid antibodies, or other anticoagulants. The therapeutic range was 2.0-3.0 inr. The suspect meter and strip were requested to be returned for investigation. Relevant retention test strips (lot 216748-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.